Manufacturer narrative:
Stryker provided the customer with a repair quote, but no response was received from the customer. The device was not returned to stryker for evaluation. The reported issue could not be verified, could not be duplicated, and root cause could not be determined. Device remains with customer.

Event description:
A customer contacted stryker to report that their device did not detect shockable rhythms. In this state, the need for therapy could not be determined, if it were needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not detect shockable rhythms. In this state, the need for therapy could not be determined, if it were needed.there was no patient involvement reported with the event.